Manufacturer narrative:
The field service engineer (fse) ran system check and observed a high clean cv%. The aspirate tubing was kinked, causing back up of fluid. Wash buffer was filing into the air filter. The fse replaced the aspirate tubing, wash pump rotor valve, and air filter. After the service activities were performed, verification testing including system check and hs system check was completed and met published performance specifications. The fse, identified use error as the cause of the event. The aspirate tubing was pinched while closing the instrument cover. In conclusion, the cause of the non-reproducible access accutni+3 result is due to a use error. The aspirate tubing was mis-positioned and was pinched when closing the access 2 immunoassay system cover.

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating non-reproducible troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system (serial number (B)(4)) for several patient's samples. The customer stated that this issue occurred on (B)(6) 2018. The customer provided information on the results for one patient's sample, but declined to provide any additional information. The initial access accutni+3 result was 0.06 ng/ml, above the assay's normal reference range of less than 0.04 ng/ml. All elevated access accutni+3 results are repeated on the same access 2 immunoassay system per the laboratory protocol. The sample was repeated and two results above the reference range were obtained. (1.02 ng/ml and 9.56 ng/ml) the results were not released from the laboratory. There was no report of any change or impact to patient care or treatment in association with this event. The customer reported that quality control (qc) was failing on the date of the event but met specifications after the event. Calibration and system check information was not provided. The patient sample was collected in a serum tube without gel and centrifuged at 3200 revolutions per minute (rpm) for five minutes at room temperature. The customer reported that no sample integrity issues were observed. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument performance.